Event description:
Baxter (B)(4) reported a flogard infusion pump with a f-10 alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm f-10" was confirmed during evaluation. The root cause was due to an issue with the force sensing resistors, which were replaced to resolve the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.